Manufacturer narrative:
H6: investigation summary: a device history record review for model 20159e lot number 20106516 was performed. The search showed that a total of 7303 units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn experienced flow issues. The following information was provided by the initial reporter: material no: 20159e, batch no: 20106516. One side of y-site cannot be flushed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ext set w/macrobore 2vps y-conn experienced flow issues. The following information was provided by the initial reporter: material no: 20159e, batch no: 20106516. One side of y-site cannot be flushed.